Manufacturer narrative:
Additional information : two (2) samples were received for evaluation without aluminum foil packaging. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The caps were connected to a transfer set with no issues noted. Leak testing was performed with no issues identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps had a connection issue; further described as "minicaps were dropped down from the transfer set". This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.